Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a syringe module that failed to alarm when syringe was installed improperly was confirmed by the tpc during a site visit. The tpc found the plunger head sensor was stuck in a closed position due to leftover residue. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Photos in tpc visit summary show a stuck plunger head sensor due to leftover residue. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(4) for the same or related failure mode. The customer stated that there was patient involvement

Event description:
The customer reported that the syringe pump was programmed to infuse with a syringe installed but the plunger head was not properly lowered and the claws were not wrapped around the plunger head. The infusion began with no alarms to indicate that the syringe was not properly installed which a nurse noticed the gap in between the claws and the syringe. Although requested, no further information has been received.